Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was received at the (B)(4) analysis center. Upon initial inspection the device was received in a non-functioning condition; therefore, temperature testing could not be completed and overheating could not be confirmed.

Event description:
It was reported that the drill overheated and stopped working while being used for tympanoplasty. The procedure was completed with the use of a replaced product. There was no patient impact.

Manufacturer narrative:
Motor assembly and various parts were replaced due to corrosion. (B)(4).